Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when screws began to migrate. It is unknown if or when device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Part: 04.019.046s; lot: l670298; manufacturing site: (B)(4); release to warehouse date: november 30, 2017; expiry date: november 01, 2027; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an osteosynthesis was applied to proximal humeral fractures on (B)(6) 2018. Approximately two to three weeks after the surgery, the locking screw and two multiloc screws were seen to be coming off the plate. Those screws were fixed to level a and d holes. Patient status is unknown. Concomitant device: humeral plate (part: unknown, lot: unknown, quantity: 1). This report is for a 4.5mm titanium (ti) multiloc screw length 46mm-sterile. This is report 2 of 3 for (B)(4).